Event description:
Run electrode impedance measurements at patient tolerated level. Increase settings as needed. Started at 1v and increased. Select settings and document impedance results: 1.0v, 300us 1.5v, 300us. Impedance results: at 1 had some combos at >4000, corrected at 1.5v. It was reported impedance result was normal no anomalies. The representative reported patient was in or currently it was noted that patient had shocking at buttocks. The representative that patient \ was under mac sedation and information unknown and stated that therapy has been previously noted as working well. Additional information reported four days later the therapy was working well, but the patient was experiencing occasional shocking at the pocket site. The doctor opened up the pocket and unscrewed the lead from the battery. He noticed fluid in the battery. He dried off the lead and used a thick suture to clean out the battery. He was able to clean it out. He then placed the lead into the battery and closed up. The representative turned the patient on in post op and the patient felt the stimulation and did not experience shocking. The patient' s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.